Event description:
The patient reported that the he got the pump wet today and now the home screen keeps coming on and the buttons have not been pressed. He reported that this has happened about 10-15 times in the last three hours. The patient denies moisture in the pump or under the screen.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no issues. A leak test was performed and there were no leaks found. There was evidence of moisture observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.